Event description:
It was reported that during a right hemicolectomy procedure, they had difficulty on the first firing when the proximal part of the internal cardio artery was clipped. At the second firing, the trigger was locked and the jaw did not open. When the sales rep confirmed the device, it was found that the clip was inside the jaw part way and the jaw was closed. As the sales rep grasped the trigger, the clip came off and the device began to function. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.